Event description:
The original complaint received from the affiliate stated that a cypher select plus crb33275 failed to cross the target lesion (unk location). There were no reported pt complications. The product was returned for eval and it was noted that the product was received in two separate pieces. Additional info received from the affiliate state that as the physician was pushing the device trying to cross the lesion, and the shaft broke down. No additional info was provided.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.